Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the lift was operated prior to being fully assembled causing the mast handle to be damaged, which confirmed the original complaint issue.

Event description:
Dealer states that the unit has a broken weld mount piece out of the box failure.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the unit has a broken weld mount piece out of the box failure.